Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that after the implantation surgery the patient had an infection at the implant site and there was wound dehiscence. The wound never completely healed after implantation surgery. The recipient was explanted. Per device explantation report, the skin was not intact over the device prior to removal.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Damages found during investigation are most likely related to explantation surgery. This finding was expected, because according to the received information the device was explanted for medical reasons, namely infection at the implant site following wound dehiscence. Reportedly, the surgical wound never completely healed after implantation surgery. A review of the devices sterilization records shows that the device has been subject to a valid sterilization process. The recipient has a thin skin flap, which might have contributed to the observed wound healing issue. This is a final report.

Event description:
It was reported that after the implantation surgery the recipient had an infection at the implant site and there was wound dehiscence. The wound never completely healed after implantation surgery and the recipient was not activated. The recipient was explanted. Per device explantation report, the skin was not intact over the device prior to removal.